Event description:
Same event as MFR report #: 2134265-2008-02270. It was reported that during a percutaneous coronary interventional procedure, wire separation occurred. The lesion being treated was located in the severely calcified left anterior descending artery (lad). The rotalink 1.5mm burr was advanced to the lesion "by hand", however, the physician realized that the platform speed had not been set and therefore removed the burr from the lesion. The speed was set, and the physician then re-advanced the rotalink burr to the lesion when he realized the tip of the rotawire guide wire was fractured. As the guide wire tip remains in a small distal vessel, no retrieval was possible, however, the physician feels that the guide wire tip is secure. The procedure could not be completed due to this event. The patient is being monitored with a "wait and see" approach, although current patient status is reported as 'stable'.

Manufacturer narrative:
.